Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400620871. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient looked up the instructions for use on the infusomat pump and titrated his own infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported for this complaint could not get confirmed due to no sample return. Test result(s): [ ] defect confirmed [x] defect not confirmed - results description: n/a no sample.